Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller states that a patient reportedly received the following results on an active meter, compared to a lab result, within 10 minutes: 11.2 mmol/l (meter) and 5.7 mmol/l (lab). No adverse event reported. The suspect device cannot be returned for legal and customs issues.